Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pump was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer services their pumps and had contacted maquet for device. The customer was under the impression that the unit shut down when it was plugged into ac power. During the call, the customer was advised to check the ac mains power switch on the bottom of the unit. The switch was off which indicates that the unit was not running on ac power but was running off the battery until the batteries were drained. Since the power switch was off, the iabp was unable to charge the batteries. The unit was not being monitored at the time, so the low battery alarm was not observed. The customer was explained the functionality of the ac mains power switch and was advised to check the battery run time prior to returning the unit into service. (B)(4).